Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. There was no scrolling numbers display anomaly. The insulin pump had moisture damage on the electronics assembly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 60 mg/dl. Customer advised the insulin pump got wet when he accidentally jumped in the pool. Troubleshooting for keypad anomaly was performed. Customer advised that there is fluid under the lcd display. Customer advised that the insulin pump was not dropped and did not have any other cosmetic damage. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.